Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed motor error numerous times. The customer's blood glucose level was unknown at the time of the incidents. The customer was able to rewind the pump. The customer stated that they got hospitalized 3 times for lows in the past year and a half. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.